Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been hospitalized for diabetic ketoacidosis. Although multiple attempts were made, additional information regarding the hospitalization and the patient condition were not provided.